Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. (B)(4). (B)(6). A follow-up report will be submitted once the repair has been complete.

Event description:
It was reported that the ventilators light emitting diode (led) went off. No patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date rec'd by MFR: 28mar2019. The service engineer (se) inspected the device. The se replaced the power switch overlay to address the issue and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.